Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber bonding in the outer tube area (distal end) was damaged, light guide bundle of the insertion section was broken, fiber cone had corrosion, and light transmission was not given or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.